Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited a drop in pace impedance measurements and farfield oversensing with pacing inhibition. Pace impedance measurements remained within range. As a result, lead dislodgement was suspected. This ra lead was successfully repositioned three weeks after implant. This ra lead remains in service. No additional adverse patient effects were reported.